Event description:
It was reported during in clinic follow up that the right atrial lead displayed loss of capture. Imaging did not reveal any signs of damage. The product was explanted and successfully replaced. There were no patient consequences.